Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, around 3:30am, the patient¿s cgm was reading 69 mg/dl. No bg meter reading was taken at this time. The patient was wearing a tandem insulin pump. The patient self-treated with a glucose tablet and then went to work. At 5:00am, the cgm was reading 61 mg/dl and the patient self-treated with a ¿couple of sugar cups¿. From 5:10am to 10:45am, the cgm was reading low mg/dl, so the patient self-treated by eating a total of 253 carbohydrates. After this, the patient felt like ¿he was going down quickly,¿ so he went to the emergency room for evaluation. At the ER, the patient¿s bg level was 853 mg/dl while the cgm was still reading low mg/dl. The patient was experiencing chest pain. The patient sensor failed around 12:00pm. The patient was treated with IV insulin, insulin injections, and blood thinners. He also had blood work done. The patient was discharged after 3 days. The patient was feeling ¿great and fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid at the ER. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. A probable cause could not be determined. The customer's complaint was confirmed because wearable failed testing. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.